Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 11/30/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Further information has been requested of the initial reporter regarding: implant date, device relation to the reported lipoma, and additional clarity if there is a device issue. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have dysphagia and "rt shoulder lipoma." Device has been explanted.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 21/feb/2017. A visual examination was performed and determined the connector type to be taper ii. The access port was separated from the band tubing. The septum was noted to be discolored, brown in appearance. Needle marks were noted on the port septum and scratches were noted on the port base. Black particles were noted near a port hole. The lap-band shell was slightly discolored, brown in appearance. An air leak test was performed, and no leakage noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the end of the port and band tubing were noted to have surgical end cuts, consistent with damage from device removal. Also under microscopic analysis, multiple needle punctures were noted on the port septum and black particles were also noted near the port septum.